Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent occurred. The physician attempted to place a taxus liberte 3.0x12mm drug eluting stent, but had difficulty crossing the lesion. Upon removal of the device it was noted that the struts were bent. The procedure was completed using another taxus liberte stent. No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.